Manufacturer narrative:
The review of the prismaflex hf1400 set device history record and complaint history files for the lot number 14g1708 shows that there is no manufacturing non-conformity and no other complaint for this lot number. The prismaflex hf1400 set was discarded and not available for inspection. The exact root cause of the reported event remains unk.

Event description:
A pt in (B)(6) was treated with continuous veno-venous hemofiltration using a prismaflex machine and prismaflex hf1400 set. According to the clinical staff, the treatment was discontinued due to too high pressure in the extracorporeal circuit caused by a broken luer lock connector. The extracorporeal blood volume was returned to the pt and the prismaflex hf1400 set was replaced in order to restart the treatment. No medical intervention or blood transfusion was required.